Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, primetest, excessive no delivery test, occlusion test, self test and unexpected alarm error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump programmed with multiple bolus deliveries and all bolus registered properly in the bolus history noted. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 579 mg/dl. Customer did not perform troubleshooting for high blood glucose reading. Customer also reported no delivery alarms. Customer did not feel comfortable with the insulin pump. Customer had 500 mg/dl blood glucose reading at 9:00 am. Insulin pump will be returning for analysis.